Event description:
It was reported that revision surgery had been scheduled due to metallosis.

Manufacturer narrative:
[(B)(4)].

Event description:
It was reported that left hip revision surgery was performed due to pain, pseudotumour and elevated cobalt level. Only hemi head and sleeve revised, the bhr cup and synergy stem remained implanted.